Event description:
The report received from the affiliate indicated that while preparing for a percutaneous coronary intervention (pci), the physician noted that the distal stent strut of the cypher select plus 3.0 x 23 mm stent was uplifted. The product issue was noted prior to use and the product was not clinically used in the patient. There was no reported patient injury.

Manufacturer narrative:
The product was returned for evaluation and testing, however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Final assembly DHR review: review of lot 14089982 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Eight (8) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Record (B)(4) was generated for monitoring of air particles, since the results were favorable, the lot was released and the pths was closed. This non-conformance bares no relation to the complaint reported. Process excursion record (B)(4) was generated for point out of control in the graph for the defect "broken marker band" the process of crimp & pack has adequate controls to detect early defect "broken marker band, such as inspections in the processes of "crimping "and" 100% inspection", so that the product does not have an adverse impact. This defect is in the process of monitoring to obtain 25 sub-groups and make their calculation of ppm's. The lot was released and the pths was closed because the lot is accepted by specification. The fpi for crossing profile and stent retention were reviewed and no anomalies were found. Crimping machine parameters were reviewed and were found within specification during manufacturing process of this lot.